Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screwdriver (part# unknown, lot# unknown, quantity# 1); va lockscr ø2.7 head 2.4 self-tap l14 ta (part # 04.211.014s, lot # 6l54056, quantity 1), va-lcp dhp 2.7/3.5 dorso-lat w/supp-lat (part # 04.117.004s, lot # 32p8239, quantity 1).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history lot: product code: 04.211.016s, lot number: 6l41867, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 14. Nov. 2019. Expiry date: 01. Nov. 2029. Part: 04.211.016, lot: 3l29700, manufacturing site: (B)(4). Manufacturing location: (B)(4). Manufacturing date: 01-jun-2019, part number: 04.211.016, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm lot number: 3l29700 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts were not reviewed as the reported complaint condition of ¿could not lock the screw¿ is relevant to this manufacturing process level and would not be relevant to the blank screw or raw material. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for distal humeral fracture using va-dhp and the locking screw. During the surgery, the surgeon could not lock the locking screw (16 mm in length) with the plate. He tried another locking screw (14 mm in length), but it could not be locked. The surgeon gave up inserting the screw into the screw hole of the plate because he suspected the thread part of the hole was broken. The surgery was delayed by less than thirty (30) minutes. No further information is available. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm this is report 3 of 3 for (B)(4).